Manufacturer narrative:
Correction: MFR site additional information: concomitant medical products and device evaluated by MFR plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination, a delamination was discovered on the non-cavity ID end of the dialyzer. The delamination extended between approximately 270 degrees to 20 degrees with the dialysate ports situated at 0 degrees. No other defects or irregularities were visually noted on the fiber bundle or any of the molded dialyzer components. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used as the leak was visually observed within the dialyzer and the dialysate. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.